Event description:
Thoratec sent out a notice that the most recent change to the vad pump has caused some of the bend reliefs to disconnect. A CT scan was done and disconnection was found, pt was schedule for elective surgery to reconnect the bend relief.